Manufacturer narrative:
It was reported the patient had an mrsa infection and was treated with antibiotics (type and duration not reported). The implanted device remains. This report is submitted on 2 december 2020.

Manufacturer narrative:
This report is submitted on october 12, 2020.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. Subsequently, the patient had the abutment removed. Additional information has been requested but has not been made available as of the date of this report.